Event description:
Per medwatch form: during central line placement, the following complications occurred: the catheter was introduced into the right ij under ultrasound guidance without difficulty using standard seldinger technique. There was good blood return. The catheter was sutured into the neck in standard fashion. Approximately 30 minutes later it was noted that the catheter hub remained external to the patient, however, the hub was not attached to the catheter. The catheter appears intravascular on ultrasound (confirmed that the catheter appeared intravascular - (B)(6) 2012) and has potential to embolize. Ir was contacted regarding retrieval of the catheter.

Manufacturer narrative:
(B)(4) - device portion being removed from the patient is not labeled. (B)(4) - device breakage is labeled in the IFU. Event evaluation: still under investigation.